Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the motor stall was determined to be due to MRI. To resolve the motor stall, they waited 20 minutes then re-interrogated the pump. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient came to the office (B)(6) 2018 for a refill and it was noted that the logs showed a motor stall had occurred (B)(6) 2017 and tube set (B)(6) 2017. There were no reported symptoms. No further complications were reported.